Event description:
It was reported that, the patient reported in clinic for device related infection indicated by visual redness around the pocket. It was noted that the device will be explanted. The patient is being monitored. No further information available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.